Manufacturer narrative:
One pump received with some physical damaged on lower left front corner of top case. The reported problem was able to be duplicated, syringe empty alarm was found at the beginning of the infusion. The cause of the problem was found to be a broken carriage. This issue is a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown.initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported there was syringe empty error. No patient injuries reported.